Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), abdominal pain ('abdominal pain'), genital haemorrhage ('general abnormal bleeding'), bladder disorder ('bladder problems') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 30-year-old female patient who had essure (batch no. D13378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, miscarriage, premature birth, female sterilization and acute vaginitis. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), medroxyprogesterone acetate (depo provera) and naproxen sodium (aleve). On (B)(6) 2016, the patient had essure inserted. On 21-aug-2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 17 days after insertion of essure. In september 2016, the patient experienced genital haemorrhage, abdominal pain, menorrhagia and vaginal haemorrhage ("vaginal bleeding/clotting"). In december 2016, the patient experienced headache ("headaches") and migraine ("migranes"). In september 2017, the patient experienced cystitis ("bladder infection"), vaginal infection ("vaginal infection") and urinary tract infection ("infection: type uti"). On an unknown date, the patient experienced pelvic pain, bladder disorder and urinary tract disorder ("urinary problems"). The patient was treated with medroxyprogesterone. Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, cystitis, vaginal infection, headache, vaginal haemorrhage, urinary tract infection, migraine and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: trailing coils right side 2, left side 4 coils. Discrepancy noted in date of 3rd pregnancy (B)(6) 2016. Discrepancy noted: as per report plantiff does not under goes essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in november 2016: not reported.. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified)- unknown.. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 23-dec-2020: pfs received. Event: dysmenorrhea (cramping) added. Event genital hemorrhage downgraded to non-serious incident.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. D13378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, miscarriage, premature birth, female sterilization and acute vaginitis. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) and naproxen sodium (aleve). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding/clotting"). In (B)(6) 2016, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2017, the patient experienced cystitis ("bladder infection"), vaginal infection ("vaginal infection") and urinary tract infection ("infection: type uti"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with medroxyprogesterone. Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, cystitis, vaginal infection, headache, vaginal haemorrhage, urinary tract infection and migraine outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: trailing coils right side 2, left side 4 coils. Discrepancy noted in date of 3rd pregnancy (B)(6) 2016 and (B)(6) 2016. Discrepancy noted: as per report plaintiff does not under goes essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: not reported.. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified)- unknown.. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 21-dec-2020: pfs received. Event onset date of "headache", concomitant drug and event: "migraines" added and rcc updated. We received lot number in this case. A technical investigation will be conducted, including a batch review, and review of complaint records and other relevant data; should any new and reportable information become available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. D13378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, miscarriage, premature birth, female sterilization and vaginitis. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding/clotting"). In (B)(6) 2017, the patient experienced cystitis ("bladder infection"), vaginal infection ("vaginal infection") and urinary tract infection ("infection: type uti"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and headache ("headaches"). The patient was treated with medroxyprogesterone. Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, cystitis, vaginal infection, headache, vaginal haemorrhage and urinary tract infection outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, genital haemorrhage, headache, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: trailing coils right side 2, left side 4 coils. Discrepancy noted in date of 3rd pregnancy (B)(6) 2016 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: not reported.. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified)- unknown.. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received: events: vaginal hemorrhage, uti were added. Onset date of events: menorrhagia, genital hemorrhage, abdominal pain, bladder infection, vaginal infection were added. Lot number, medical history, lab data, treatment drug, patient demographic, reporter information were added. We received lot number in this case. A technical investigation will be conducted, including a batch review, and review of complaint records and other relevant data; should any new and reportable information become available from our investigation, will be provided in a supplementary report.